Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a battery out limit on the insulin pump. The customer's blood glucose level was 468 mg/dl. The customer was treated with insulin pump. The troubleshooting was performed. The customer was assisted with priming how to safety and also assisted with bolus wizard.